Manufacturer narrative:
B5 and d6b updated. Corrected data d10 entry added. The investigation is still ongoing.

Event description:
The patient survived at explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella 5.5 was inserted via the right axillary/subclavian artery in a 65-year-old male for cardiomyopathy with society for cardiovascular angiography and interventions (scai) shock stage e cardiogenic shock. Prior to initiation of support, the patient required inotropic support, vasopressor therapy, respiratory support, and systemic anticoagulation. The impella 5.5 was implanted in the cardiovascular operating room (cvor) without reported issues. Device position was confirmed to be appropriate by imaging, with echocardiography demonstrating satisfactory placement, an inlet-to-aortic valve distance of approximately 4.8 cm, and no reported suction alarms. Following transfer to the intensive care unit (ICU), evaluation noted significantly red/pink-tinged urine within the foley catheter collection bag. It was reported that a new foley catheter had been placed following completion of the impella 5.5 implantation procedure. The patient also had a reported history of benign prostatic hyperplasia (bph). The clinical team reported concern for possible foley catheter-related trauma as a contributing factor to the urine discoloration, although the appearance was noted to be more consistent with frank blood. Lactate dehydrogenase (ldh) testing was planned to evaluate for possible hemolysis, and continued monitoring was recommended. Repeat echocardiography was advised if the urine discoloration failed to improve. At the time of the event, the impella 5.5 was operating at performance level p-6 with flows of approximately 3.5 l/min and the purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate and was functioning as intended. Based on the available information, the impella 5.5 was reported to be functioning as intended with appropriate positioning confirmed by imaging, normal waveforms, expected flows, and no reported suction alarms or device performance issues. The reported red/pink-tinged urine is most consistent with hematuria. Hemolysis was not confirmed, and diagnostic evaluation was ongoing at the time of reporting. Alternative etiologies, including foley catheter-related trauma and the patient's history of bph, were identified by the treating team. Therefore, a causal relationship between the reported hematuria and impella 5.5 support cannot be established based on the available information. The patient remains on support with outcome ongoing.